Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead caused the patient pain during threshold testing and there was no rv capture. A chest x-ray revealed that the lead was not in its original position and had perforated the heart. The lead was repositioned successfully on 12 mar 2021 with the assist of intracardiac echocardiogram to see if pericardial drainage would be necessary. The patient was in stable condition.